Event description:
Dimension rxl/hm results for troponin assay were incorrectly low (<0.1ng/ml) for seven (7) pt samples and no error flag was generated. Customer acknowledge the system had not been properly maintained per the maintenance instructions in the operator's mannual. During troubleshooting with the customer, it was determined there was no color development during the analyses indicative of poor hydration of the assay regents. The probe (r2) that performs hydrations was then changed and aligned per the maintenance instructions and correct results were obtained. None of these affected sample results were reported out since the customer's lis flagged the unusual results and the samples were rerun.